Event description:
It was reported that this patient presented for a routine device check and echocardiogram. The technician stated this right ventricular (rv) lead appeared to have dislodged into the left ventricle (lv). The device check was satisfactory with normal lead parameters and stable readings. X-ray was going to be performed following the patient's clinic visit. The x-ray results were to be sent to the implanting physician to determine the best course of action. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.